Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 290 mg/dl. Troubleshooting was performed. The customer stated that the cannula was bent. The customer also stated that she did not realize the insulin pump alarmed and the insulin delivery had stopped. Reviewed the programming and found that the daily total had missing dates. The bolus history and daily totals revealed some missing boluses. The fixed prime and the high pressure tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but has not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.